Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 58 mg/dl with shaking and unsteadiness when walking or standing. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient had been experiencing this low blood glucose five-to-six times per day for approximately six weeks. The reporter stated that the patient had been adjusting her own pump settings without the advisement of the health care provider. The reporter stated the patient alleged having low blood glucose because they were not able to tell if they had insulin-on-board. The patient reportedly stated believed they had given themselves too much insulin because of not knowing how much insulin was already on board. Troubleshooting performed by animas customer support revealed that the insulin-on-board feature was not turned on in the patient¿s insulin pump. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with a training/misuse issue; no pump malfunction was indicated.